Manufacturer narrative:
(B)(4). Per results relayed "based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. This debris was ran through an ftir twice with two different samples to determine the origin of the debris, but readings determined to be inconclusive as the closest match was only at 55%. Since these readings were inconclusive the origin of the debris is unknown."review of complaint history found no additional issues reported for this part. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, logistical department received two new instruments. For these 2 instruments, the batch number of the label does not match with the batch number engraved on product. Moreover some foreign particles were found in one instrument. This was detected in our warehouse so there is neither patient consequences or surgical delay.